Manufacturer narrative:
(B)(4). The device is not available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. The patient was reported to be in her 50's.

Event description:
It was reported that an interlink intravenous catheter extension set experienced no flow. This occurred while a blood draw was attempted from a patient. The facility reported that the set was initially flushed easily with saline, but was not able to draw blood after accessing the interlink injection site. There was patient involvement; however, there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available at this time.